Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded untreated episodes due to noisy signals oversensing. The patient will present at the clinic for troubleshooting. The technical services (ts) analyzed the data and suspected the oversensing happened in the sense b node and recommended to revise the system. Additionally, high impedance within normal limits were found. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to inappropriately recorded untreated episodes due to noisy signals oversensing during the patient sleep. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded untreated episodes due to noisy signals oversensing. The patient will present at the clinic for troubleshooting. The technical services (ts) analyzed the data and suspected the oversensing happened in the sense b node and recommended to revise the system. Additionally, shock high impedance within normal limits were found. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to inappropriately recorded untreated episodes due to noisy signals oversensing during the patient sleep. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.